Event description:
8/27/96 - (r) subclavian catheter placed for IV access. 10/16/96 - pt c/o "pressure" when catheter flushed and no blood could be aspirated. IV contrast showed catheter and at subclavian vein with extravasation and thrombus. Linear density noted over (l) hilum. Possibility of catheter fragment. 10/24/96 - evaluation by surgeon. Catheter withdrawn or broken off. 10/29/96 - surgeon removed catheter. Distal 6" missing. X-rays showed catheter fragment in (l) pulmonary out flow tract. 11/7/96 catheter fragment removed angiographically. No sequelae.